Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, while trying to insert the device into the lesion, the balloon burst due to severe calcification. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. Visual, microscope, and functional testing was performed on the device. Visual inspection revealed no damage or irregularity. There was contrast present within the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen. The device was prepped with an inflation device filled with water and connected to the calibrated pressure gage to inflate the device. The device inflated to rated burst pressure and deflated with no issue. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, while trying to insert the device into the lesion, the balloon burst due to severe calcification. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.